Event description:
As reported by the user facility: event 3: during therapy microbubbles were observed in 3 patients in various portions of the arterial tubing. Staff verified connections were made between the patient/tubing per braun recommendations, but concerns were made that the connection between the patient/tubing didn't feel too fully do the leurlock like mechanism as previously observed/expected from b braun. Tubing was older version (not the clear red/blue plastic connections). No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Due to multiple complaints related to air-in-line concerns were reported across various items, prompting the initiation of supplier corrective action request (scars) to investigate the issue. The supplier, gvs, conducted a thorough review of device history records and found no evidence of production issues or non-conformances. No manufacturing, material, or environmental root causes were identified. Engineering evaluations, including accelerated aging and simulated use testing samples with flash and divots at the luer cone, demonstrated no air bubble generation, and all samples met applicable leak and performance requirements. As the issue could not be reproduced, a definitive root cause could not be established at this time. However, this change addresses air bubble adhesion observed in tubing following the implementation of a dehp-free resin. The update is limited to design documentation only, with no changes to the bill of material (bom) or drawings at the dominican republic site or supplier level at this time. Existing controls remain in place in accordance with (B)(4). Any required bom and drawing updates will be implemented through a future change control process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.